Event description:
In 2008, the patient's mother reported that the patient has been experiencing blockage errors on his infusion device (competitor product) for the past two years and he has experienced elevated blood glucose of 500 mg/dl. His normal blood glucose range is 120-150 mg/dl. The patient treats elevated blood glucose by changing his infusion site and injecting insulin via syringe. She stated that they previously changed the infusion site every 4 days and the infusion tubing every 8 days. She was advised to change the infusion site every 2 days, and the infusion tubing every 6 days. She stated they now change the infusion site every 1-2 days and the infusion tubing every 4 days. The patient was not experiencing an error during the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was retained to return for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.